Manufacturer narrative:
(B)(4). The complainant indicated that the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent has been implanted during a pseudocyst drainage procedure performed on (B)(6) 2020. Reportedly, the cyst contained 100 percent fluid collection. According to the complainant, during the procedure, the first flange failed to expand after being deployed. The physician deployed the second flange and placed a double pigtail through the axios stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.